Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable device was removed/replaced on (B)(6) 2020 due to inflation difficulties. Additional information received from the territory manager indicated: ¿ipp would only partially inflate. Leak suspected.¿ a titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of the reservoir bladder. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have a small separation with a central groove, indicating contact was made with a small sharp instrument such as a needle. Surface abrasion was noted on the shorter length pump exhaust tubing, pump inlet tubing, and on the exhaust tubing of cylinder 2. No functional abnormalities were noted with the pump or either cylinder. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of the reservoir occurred subsequent to the device packaging being opened. Based on the evaluation, the separation most likely occurred inadvertently during the implant procedure. However, the date of implant was not provided. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, ipp would only partially inflate. Leak suspected. The device was removed/replaced. The device will be returned.